Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, approximately 2mm of the end of the tps stylus of a PICC line was missing following installation, whereas it was present before installation. The patient was not harmed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. He complaint of a damaged stylet is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter with a 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. Approximately 2 mm of the distal tip of the stylet was observed to be broken off and missing. When the stylet was threaded through the catheter, the distal tip of the stylet was found to align with the distal tip of the catheter. A microscopic observation revealed the distal end of the catheter appeared to have been cut; however, the break was slightly uneven on one side. The edges of the break in the distal tip of the stylet were observed to be somewhat even with a rough surface texture. The shape and location of the damage observed on the returned stylet and catheter, as well as the description of the reported event suggest that the stylet was damaged during use, likely during the trimming process of the catheter. This complaint will be recorded for future trending and monitoring purposes.